Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08698 was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported ¿stroke/cva¿ and the ¿placement signal issue¿ has been completed. No products were returned for investigation. Data logs show an abrupt drop in snr, contrast, gain, and light. There is an abrupt increase in ps and lamp. There is also ¿placement signal not reliable¿ alarms at this time. These 5s parameters recover 26 hours later and return to normal values. The root cause of the optical signal failure was most likely an air gap, but the location of the gap is unable to be determined since no product was returned. Without imaging evidence to confirm the source of the stroke was due to a clot that passed through the impella device, the relation to impella is unknown. Without a pre-existing ischemic stroke, if heparin was in the purge, it is unknown if the cause of the stroke was due to heparin. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that 49-year-old male patient on impella support experienced a placement signal not reliable. There was no harm to the patient as a result of this incident. Nine days after this event, the patient who had a known 70% occlusion to his right middle cerebral artery prior, experienced a right middle cerebral artery cerebrovascular accident (cva). As a result the patient was taken to the ICU where it was determined that the cerebral artery was fully occluded. Evacuation was attempted but they were unable to extract all of the embolus. The patient's act was between 160 and 180 seconds. D5w + 25 (meq/l) sodium bicarbonate was being used as the purge solution. The patient was not considered a transplant candidate. Family decision was to have the impella device removed and patient to go home on comfort care. Biomaterial was observed in the outflow cage upon explant.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. H6 updated to include placement signal coding. B7 other relevant history, including preexisting medical conditions updated. D6a / d6b updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.